Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. Four years post index procedure, the patient was being evaluated for aortic stenosis which included a computed tomography (CT) scan workup, which then revealed the patient had a device related thrombus (drt) on the closure device.

Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D6a: implant date - estimated as implant was reported to have occurred 4 years ago.